Manufacturer narrative:
(B)(4).

Event description:
Per the reporter, during pump and catheter replacement surgery the catheter was pulled and the dura was torn. Following the surgery, the pt experienced a cerebrospinal fluid leak. The pt underwent 4 blood patch procedures. The entire drug delivery system was explanted in 2009. As of the date of the report, the pt was considering having another pump system implanted. Additional info has been requested from the hcp, but was not available as of the date of this report.